Event description:
(B)(4) study. Same case as: 2134265-2012-03700. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.25mm in diameter and 14mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal lad. The lesion was 80% stenosed, 2.25mm in diameter and 22mm long. The lesion was treated with predilation and placement of a 2.5x24mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest pain radiating to breast to emergency room. Cardiac enzymes were noted to be elevated consistent with myocardial infarction. The patient was taking aspirin and study medication at the time of the event. The edge stenosis of the previously placed study stent located in the proximal lad was treated with balloon angioplasty and placement of a 2.75x12mm promus element stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).